Event description:
Ous MDR - it was reported that 12 days after the implantation this lead was explanted and replaced due to unacceptable high rv threshold.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated damages of the is-1 connector pin, which were caused during the attempted repositioning procedure. Further inspection showed the ligature marks approx. 21 cm distal to the is-1 connector pin. In this region a squeezed lead body and deformations of the outer conductor coil were observed. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Additionally, cuts in the insulation were found in this area which occurred most likely during the explantation procedure. Blood penetrated the lead. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations. Upon receipt, the fixation helix was found retracted and did not show any peculiarities. The mechanical analysis was properly feasible and all measured values were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.